Event description:
A zoll distributor returned charger/modem sn (B)(4) indicating that it resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the q1 current controlling transistor was internally shorted on the bedside board, the y1 ((B)(4)) component on the bedside board was defective, and there was liquid damage on the battery board. The cause of the resetting is the internally shorted q1 component, the defective y1 component, and the damaged battery board. The root cause of the internally shorted q1 component cannot be positively identified. The root cause of the defective y1 component cannot be positively identified. The root cause of the liquid damaged battery board is likely ingress of an unk contaminant. No adverse event resulted from the defective charger.